Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received. 1 device investigation type has not yet been determined. Evaluation status: 1 reported event was not confirmed during testing. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran without user activation. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 2 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation.   Event confirmation status 1 reported event was not confirmed. Evaluation results 1 devices had no device problem found.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device ran without user activation. 2 events had no patient involvement; no patient impact.